Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead was returned and the allegation was not confirmed, as the reported allegations of infection with sepsis were known inherent risk of the device. Additional information was received which reported that the patient passed away nine days after the explant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.